Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. This information was received from a competitor. All data pertinent to the event is provided.

Event description:
It was reported by the competitor that the programmer was working "intermittently." The sales representative will provide troubleshooting steps. The programmer remains in use at this time. No patient complications have been reported as a result of this event.